Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID: 8835, serial#: (B)(4), product type programmer; patient. Product ID: 8578, serial#: (B)(4), implanted: (B)(6) 2014, product type accessory. (B)(4).

Event description:
It was reported that an alarm was heard and also confirmed by telemetry. Telemetry confirmed a critical alarm was occurring due to zero ml reservoir volume reached. This occurred (B)(6) 2015, and the low reservoir alarm occurred (B)(6) 2015. The patient was asymptomatic and would be managed with oral medications. The healthcare provider (hcp) filled the reservoir with saline because where the patient came from they had no means to refill and program the pump per the reporter. Programming the pump with the saline was discussed with the reporter. The pump system was previously being used to infuse fentanyl, hydromorphone, and bupivacaine until (B)(6) 2015, and then was replaced with preservative free normal saline at that time. The patient was informed that the saline would need to be replaced 6 months from the (B)(6) 2015 fill. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
On 2016-01-08, information received from the hcp revealed that the previously requested additional information regarding concomitant medications, pertinent medical history, cause of the alarm, troubleshooting/actions taken, to resolve the event was requested, but was not responded to. The hcp did report that the patient's last fill with them was on (B)(6) 2014, and that the patient was now having their pump filled by another provider; they were unsure of the patient's current status.